Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the experienced dizziness and worsening dizziness. The implantable pulse generator (ipg) was reprogrammed and the dizziness subsided. The ipg was subsequently reprogrammed again and the patient stated that they are "feeling fine now". The ipg remains in use. No further patient complications have been reported as a result of this event.